Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vascu-guard apex 0.8 x 8 had particulate matter. The event was further described as a fluff was found on the product. This issue was identified during setup and preparation prior to patient use. As a result, the doctor did not use the peripheral vascular patch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other) h10: the device was received for evaluation. A visual inspection was performed which observed fibers. Fibers are on the rough (fibrous) side of the patch which is natural due to tissue properties and variations. Since the fibers are on the rough side of the tissue, there is no risk to the patient since the smooth side of the tissue is implanted towards the blood flow per the IFU (instructions for use) step 2: ¿visually examine both sides of the vascu-guard patch. If one side appears smoother, implant the smoother surface so that if faces the blood flow surface¿.the reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.